Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01491. It was reported the patient is experiencing uncomfortable pocket heating while recharging. A replacement charging system was sent to the patient. Follow-up identified the replacement charger resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Field correction: 1627487-07262012-001-c. This ipg serial number was included in field advisories and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.